Manufacturer narrative:
Article (attached) citation: chen, j.f. Et al. (2023) ¿technical feasibility and safety of a snare-less, evar¿first technique for iliac branch endoprosthesis,¿ journal of endovascular therapy, p. 15266028231187200. Doi: 10.1177/15266028231187200. A1. Patient identifier: not provided in article - system generated internal number included. A2. Age at the time of event: median age - 72 years. A3. Gender: median gender - male . C1 name, strength, manufacturer/compounder: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records for the device could not be conducted because the serial / lot number remains unknown. Without a lot number or device serial number, the manufacturing date and / or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This study was a retrospective review of the technical feasibility, safety, and early outcomes of a snare-less, endovascular abdominal aortic aneurysm repair (evar)-first technique (set) for iliac branch endoprosthesis (ibe) placement. Between july 2018 and march 2022, 20 patients (predominantly male, median age 72 years) underwent ibe placement. The gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent grafts) was the stent graft of choice for stenting the internal iliac artery (iia). Patients were divided into 2 categories based on method of ibe deployment. Snare-less, evar-first technique (set) group (5 patients): standard percutaneous evar is first performed using an aortic endograft of choice, with iliac limb extensions to bilateral iliac bifurcations. A vbx stent grafts was used in the iia or iia branch, ensuring adequate distal seal. A second vbx stent graft is deployed if needed for adequate overlap into the ibe side branch. Self-expanding endoprosthesis is used in cases of significant iia tortuosity. Standard group (15 patients): this group underwent standard ibe deployment per manufacturer protocol using a through-and-through femoral wire if they did not have a pre-existing aortic graft. Those who had undergone previous open or endovascular aortic repair underwent unilateral femoral access for ibe delivery and brachial/axillary access for iia cannulation and stent graft delivery. Primary endpoints were technical success, major adverse events, mortality, reintervention, internal iliac artery (iia) patency, and freedom from iia branch instability. Technical success was defined by successful deployment of both the evar and the ibe with maintained patency of the iia and no stent graft migration. Technical success was achieved in 100% of cases. At 30 days, there were no mortalities or major adverse events in either group; there were 100% iia patency, no iia instability, and no reinterventions in both groups. At six months, one patient in the set group with a vbx stent graft in the iia developed a type 1b endoleak requiring reintervention.